Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: a direct correlation between the centrimag pump being difficult to fit into the centrimag motor, and an issue with the motor, was unable to be determined. The centrimag motor (serial number (B)(6) was not returned for analysis. No other issues regarding the motor were reported or observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the preparation phase for the centrimag pump, after completing the de-airing process and placing the pump into the motor for trial operation, abnormal noise was detected. In addition, cracks were observed on the pump housing, and small fragments were found inside the pump. The perfusion technician discontinued the use of the affected centrimag system and replaced it with a new pump, which then operated normally. It was additionally reported that the investigation of the returned centrimag pump determined that there was an improper fit of the centrimag pump into the centrimag motor.